Manufacturer narrative:
Date rec¿d by MFR : 01mar2019. The philips service engineer (se) inspected the device. The se found the touchscreen would not calibrate and replaced the touchscreen to address the issue. The ventilator passed all testing and was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26feb2019. Reporter: no phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilators touchscreen failed. No patient involvement. Event date not specified; estimate used.